Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited increased pacing thresholds and decreased sensing measurements. Technical services (ts) reviewed the electrograms and noted evidence of the atrial pace morphology on the right ventricular (rv) channel; however the device was not marking them as events. It was also noted that this occurred on one instance; that the separate atrial and rv tests did not have this anomaly. Ts discussed causes for the clinical observations as well as troubleshooting options. No additional information was available at that time. Additional information was later provided from the patient that they noted being told one of their leads was "bad" during their last device replacement procedure. The patient did not know if the lead was left implanted or removed; but they did note that a new lead was implanted in a different location. At this time, attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided